Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in a previously placed stent in the patient and had to be surgically removed. The target lesion was an in-stent restenosis located in the left anterior descending (lad) artery. The physician was unable to obtain the patients previous surgical history and was unaware that there was a stent in the lad artery. While performing atherectomy, the device bogged down and got stuck in the stent. The patient was transferred to the operating room, but expired post-surgical intervention. Additional information has been requested, but none has yet been received.